Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed because medical records were not provided. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events related to infection for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon performed an I & d a few months prior to the revision surgery. Patient has a history of infections and had a secondary infection. Surgeon removed all implants and placed a cement spacer and an all poly tibia until the infection clears out. Surgeon noted that all the products were well fixated. No medical records will be made available as per hospital policy.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# gwvta. Triathlon symmetric x3 patella; cat# 5550-g-339; lot# e3n1. Triathlon ps fem component, cemented; cat# 5515-f-401; lot# gfaha. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon performed an I & d a few months prior to the revision surgery. Patient has a history of infections and had a secondary infection. Surgeon removed all implants and placed a cement spacer and an all poly tibia until the infection clears out. Surgeon noted that all the products were well fixated. No medical records will be made available as per hospital policy.